Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have failure to capture and failure to sense, indicating dislodgement. A chest x-ray performed confirmed the ra lead dislodgement. The dislodgement was suspected to have been caused by the patient. The ra lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.